Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, episodes of atrial lead noise were noted. All other electrical measurements were stable. The physician elected not to take any action at this time.

Event description:
New information noted that an asymptomatic patient presented in clinic after receiving a vibratory alert. Device interrogation revealed the right atrial lead exhibited oversensing of noise and a single measurement of low impedance. Noise could be reproduced in clinic with isometrics. The patient was in stable condition. No intervention was reported.

Event description:
New information noted that the lead was capped and replaced without incident on (B)(6) 2017. The patient was doing fine post procedure.